Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report erratic blood glucose levels. The customer stated that she was hospitalized due to an insulin pump issue a few years ago. The customer declined troubleshooting. The customer was initially called to tell us that she received the recall letter regarding the reservoirs. The customer was not using the affected lot. Nothing further was reported.